Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the defib test gave output slightly less than 170j threshold. There was no patient involvement.